Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to it. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the malfunction code, which did not recur. The customer was able to continue using the pump and was advised to call back if the issue happens again, which they understood.